Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had motor error alarm during basic occlusion test due to loose drive support disk. The device was unable to perform the unexpected restart error test, unable to verify the compromised force sensor system error alarm and unable to perform the prime test due to motor error alarm. The insulin pump was received with normal operating currents, the device passed the self-test and the off no power test. The motor was tested outside of the device and passed. The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the lcd window, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
Customer reported via phone call motor error alarm and keypad anomaly. Customer's blood glucose level was unknown. Customer advised the insulin pump gave a compromised force sensor system error alarm during normal use. Customer advised the buttons are stuck as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.